Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a reset button alarm was confirmed and reproduced during product evaluation. It was confirmed that a constant manual tube release alarm on power up was due to a faulty pump head module. The pump head module was replaced in order to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a reset button alarm. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.